Manufacturer narrative:
The cobas 8000 core unit serial number is (B)(6). Hiv-related patient samples cannot be shipped under the current guidelines of the reporting country. The investigation reviewed the customer's qc results; the results were within the specified ranges. The investigation determined that single false reactive results may occur in the elecsys hiv duo assay because the assay's specificity is less than 100%. Product labeling states: "specimens containing potentially interfering substances - analytical specificity (95 % lower confidence limit): 100% (98.14%)" "interpretation of the results numeric result - one or both of the duplicate retests have a coi = 1.00 result message - repeatedly reactive. Interpretation/further steps - repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For the right choice of method the module-specific subresult for hivag and ahiv can be used." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys hiv duo results for two samples from the same patient tested on the cobas 8000 core unit. The initial patient sample's hiv antigen result was 19.2 coi (reactive); the other marker results were "non-reactive". After one month, the follow-up patient sample's elecsys hiv duo antigen result was 17.3 coi (reactive); the antibody result was 0.0965 (non-reactive). During the follow-up period, the result of the hiv nucleic acid test (nat) was negative. The hiv ag/ab result from a mindray platform was negative. To investigate the discrepant results, the reporter performed heterophilic antibody blocking tube (hbt) treatment of the patient sample. Following the treatment, the elecsys hiv duo assay on (B)(6) 2026 yielded an antigen result of 0.190 coi (non-reactive) and an antibody result of 0.108 (non-reactive). The reporter stated that the initial reactivity was a "false positive", consistent with an interfering substance (heterophilic antibody) within the patient sample.